Event description:
The reporter stated the surgeon implanted a 12.5mm icm125v4 implantable collamer lens in the patient's right eye (od) in 2008. The lens was explanted the following month, due to inadequate vaulting. Lens opacity was noted. The lens was exchanged for a longer lens.